Event description:
It was reported that intra-operatively, a vitality t20 final driver tip did not fit into crosslink screws. An additional t20 driver was used to complete the surgery and there was no patient impact. Upon manufacturer investigation, it was discovered that the tip of the driver was deformed.

Manufacturer narrative:
A review of the DHR was conducted and found no indications of manufacturing issues. A visual inspection revealed deformation of the tip. A functional inspection was performed with a vitality transverse connector which revealed the tip of the driver is unable to mate with the screws of the connector. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for vitality t20 final driver for the failure of tip deformation and mating issues. This device is used for treatment. The failure could possibly be attributed to the repeated usage and/or excessive forces being applied to the instrument leading to the tip deformation and mating issues of the device. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.